Event description:
It was reported that the right ventricular lead exhibited high impedance. The lead was capped and a new lead was implanted successfully. The patient was stable throughout the whole procedure.